Event description:
It was originally reported that the patient's ipg rubbed against her costal margin and created pressure. This caused discomfort and pain. The entire device system was moved from the left upper abdomen to the left lower abdomen. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of specification. There was no output or telemetry. Normal end of life was assumed. All the setscrews were backed out too far. Setscrew grommets 0 and 3 were cut. Foreign material was found in the connector port. The connector block, insulation coating and titanium can were scratched. The battery was expanded.

Manufacturer narrative:
Manufacturing report numbers 3007566237-2014-01976 and 3007566237-2014-01983 were duplicate events. (B)(4).

Event description:
Additional information received reported that the patient experienced irritation at the original site prior to repositioning (see manufacture reports 3007566237-2014-01976 and 3007566237-2014-01983). It was stated that there was no malfunction seen, but then malfunction was reported for device "pressing up against ribcage." The cause was listed as "unknown." It was noted that the settings were increased as the patient "only had partial relief of symptoms." Patient's status was improved.